Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experiences extracardiac stimulation. The left ventricular lead showed low output. The lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event. It was further reported that even with the lead programmed to lower output, and other reprogramming attempts, the extracardiac stimulation (diaphragmatic) continued. The lead was turned off and remains in the body. No new lead was implanted. The patient is participating in a system longevity clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced extracardiac stimulation. The left ventricular lead showed low output. The lead was reprogrammed and still in use. No patient complications have been reported as a result of this event.